Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin therapy.